Event description:
It was reported that patient underwent a procedure on an unknown date. Subsequently, patient has alleged an allergic reaction to a titanium-screw implant. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient is allergic to cobalt which is not contained in the implant. The initial report should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿metal sensitivity or allergic reaction to a foreign body.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00994 / 00995).